Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the transfer carriage and found that one of the rear wheels had become loose subsequently causing the unit to become unstable and cause the reported event. During the technician's follow up with user facility personnel, it was stated that the employee was not wearing hand protection during the time of the reported event. The operator manual states (pg. 1-1), "use hand protection when removing loading car from sterilizer. Loading car may be hot." The technician counseled user facility personnel on the importance of wearing proper hand protection while utilizing the transfer carriage. The technician reinstalled and secured the wheel, tested the function and operation of the transfer carriage, confirmed it to be operational, and returned it to service. The transfer carriage subject of the reported event is approximately 18 years old and is not under steris service contract for preventive maintenance; the user facility is responsible for maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that their 60" atlas transfer carriage became "unstable" while an employee was unloading the sterilizer. The employee subsequently sustained a burn. No medical treatment was sought or administered and the employee continued working.